Event description:
It was reported the patient lost stimulation approximately three months ago and the ipg does not communicate with multiple external devices. The patient had last charged the ipg three weeks ago. X-rays and surgical intervention will be taken as the next course of action.

Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.